Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 12. The customer was unsure if their blood glucose level exceeded 500 mg/dl, but there was no indication of an adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared.